Manufacturer narrative:
Correction - catalog # was updated in section d4.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking on both sides of the headset and the self-adhesive of the infusion set was wet with insulin. The issue occurred five times. On (B)(6) 2024 at 14:15h, the patient had a blood glucose value of 284 mg/dl. On (B)(6) 2024 at 01:05h, the patient had a blood glucose value of 332 mg/dl. On (B)(6) 2024 at 23:30h, the patient had a blood glucose value of 276 mg/dl. On (B)(6) 2024 at 09:00h, the patient had elevated blood glucose values (exact values unknown). On (B)(6) 2024 at 22:30h, the patient had elevated blood glucose values (exact values unknown).